Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, there was difficulty with needle penetration. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.